Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed an infection at the implant site and was subsequently treated with oral antibiotics on (B)(6) 2016. The implanted device remains.